Event description:
Reporter indicated that the vns therapy system was explanted due to infection at the generator site. Further info received from the pt's treating physician indicated that prior to removal of the device, antibiotics were administered. Swab cultures taken during the explant procedure confirmed that the infection has cleared.

Manufacturer narrative:
Device manufacturing records for both the lead and generator were reviewed. Vns system labeling lists infection as a potential adverse event possibly associated with surgery. Review of mfg records confirm sterilization of the device prior to distribution.